Event description:
Pt had one endeavor sprint rx drug eluting stent implanted in the mid lad during the index procedure. Approx 3 weeks post index procedure the pt presented with symptomatic anemia, pt was admitted with shortness of breath and fatigue, and found to be anemic possibly from a gastrointestinal source as pt was found to have hemo-positive stools. Pt was treated a transfusion of 5 units of packed red blood cells. Pt remained stable for the remainder of the hosp stay and was discharged 2 days following admission.

Manufacturer narrative:
(B)(4). Eval results: gi bleed.